Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Posterior leaflet was "extremely" degenerated and prolapsed. First clip implanted was successfully however, due to the prolapse and long leaflets the clip had slight movement. A second mitraclip was decided to be implanted close to the first clip to eliminate the movement and stabilize the leaflets. While closing the clip arms with this second mitraclip, the posterior leaflet slipped out. Damage to the leaflet was observed and mr increased. Placement at this position was not possible anymore so the clip was positioned further lateral where it was implanted successfully, reducing mr to grade 2.